Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. On the first postoperative day, the iol was noted to be 90 degrees off axis. The surgeon reported the pt was happy with the result in spite of the lens orientation; therefore, no future intervention is planed. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/01/2010, 10/06/2010, and 10/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).